Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr: 3.7, laboratory inr: 11.0; (B)(4 )2013, 5.2, 1.8. Testing was performed side by side on (B)(6) 2013 and fifteen (15) minutes between testing on (B)(6) 2013. Therapeutic range 2.0 - 3.0 for pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.